Event description:
Removal of endosseous dental implant. Implant was placed reports the reason for the implant failure was lack of osseointegration. The implant was removed on (B)(6) 2012 due to mobility. Med. History: no significant findings.